Event description:
It was reported that the cadd legacy plus pump showed a constantly exhausted battery message. The customer checked internally and found that the motor was locked. This product problem occurred after 17 months of use. No patient injury or complications were reported in relation to this event.